Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers received. Papers allege patient suffers from pain, numbness, cramping discomfort, stiffness and implant popping out of place. Patient also has elevated metal ion levels in her blood. Update: (B)(6) 2012 - plaintiff¿s preliminary disclosure form was received, which identified (part/lot) information for both sides. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2014 - der rcvd. Updated surgeon and sales rep details, dor and expiry dates for all products. Reason for revision: pain, discomfort, dark gray tissue staining, and corrosion. Added stem and sleeve.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).